Event description:
It was reported that the patient heard the device alert and was seen at the clinic. Follow-up conducted revealed that the device was functioning normally. An interrogation showed that a lead integrity alert triggered and the clinic suspected that the patient was possibly standing near something that caused noise. The alert was reset and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.